Event description:
It was reported that stent damage occurred. A 2.50x20mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. During the procedure, it was noticed that the head of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system associated with the finished goods batch was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The stent was damaged. The struts on the two most proximal rows were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x20mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. During the procedure, it was noticed that the head of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.